Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2021. During the procedure, right after the first band was successfully deployed, the remaining bands could not be deployed and became tangled on the cap. Note: a video of the complaint device outside the patient was provided by the customer showing the ligator head with five bands still attached. However, three of the bands were moved out of their original positions and had overlapped. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.